Event description:
It was reported that customer experienced cartridge alarm 6 while using pump. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to load new cartridge, after which cartridge alarm 6 did not recur but cartridge alarm 5 occurred, original cartridge was kept available for return, and technical support arranged return of cartridge and replacement of pump. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.